Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting power supply for damage and powered device on with transformer; verifying battery count and correct installation of batteries and verifying breast shield fit. The troubleshooting did not identify a specific failure. A replacement device, connectors and tubing were sent to the customer. The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. The device was returned without the customer's parts and accessories and it was evaluated on (B)(6) 2018, and it failed suction and cycle specifications, which confirmed the customer's report of low suction. A dirty diaphragm was identified during the evaluation. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela canada via email that his wife's freestyle breast pump had low suction and a strange noise coming from the motor. The customer also alleged that his wife had a "very bad" infection and was on an antibiotic.